Event description:
Staff called to pt's room due to screen on the drager vent out. The pt continued to be ventilated by drager machine. The saturations never dropped below 96%. The pt had good bilateral chest expansion. Pt never in any distress. Drager vent switched out and the pt placed on a new vent.